Event description:
Patient reported their dentist confirmed open bite and recommended rtd. Patient was told by management that the dentist that evaluated their case suggested wired braces instead of the invisible aligners due to my case being too severe.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.